Event description:
It was reported that the patient presented to the emergency department with concern of shortness of breath due to anemia and resolved after blood transfusion. Labs showed elevated international normalized ratio with slight increase in kidney function. The patient was admitted with acute cholecystitis with an endoscopic retrograde cholangiopancreatography and surgery planned. The patient had a history of elevated lactate dehydrogenase (ldh). Ldh was elevated at 1500 and patient had experienced this previously with no effects on the device. Low flow noted in log files and pump was seeing a reduction in blood volume. There were no other unusual events seen within the log file and the device operated as expected.

Manufacturer narrative:
Related MFR #: 2916596-2018-02383. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The account submitted a log file for review. Analysis of the submitted log file revealed a transient low flow hazard alarm captured (B)(6) 2022 when the flow dropped below the 2.5 lpm threshold. The pump remained above the low-speed limit and appeared to be functioning as intended the patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 14feb2013. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding and hemolysis as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in section 1 of this IFU. The low flow alarm is triggered when the flow is less than 2.5 lpm. The section entitled "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.